Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while ligating the distal portion of the lower leg vein, the silicone boot separated from the jaw on the vasoview hemopro 2. A piece of the broken silicone was retrieved from the leg with the broken device. After removal of the cannula from the patient, the silicone piece was no longer on the jaw of the device. It was reported that the missing piece was searched for several times and they were unable to locate the piece. The tunnel was a very dry tunnel with excellent visualization and the hospital was confident that the missing piece was not left in the leg. It was also reported that the generator setting was at three. The hospital did not report any additional patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed sings of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared physically damaged and mangled. The silicone boot on the cold jaw was missing and not returned. The shaft tip was bent. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal (B)(4).